Event description:
The customer reported a pacer test failure. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported a pacer test failure. There was no pt involvement. The device was evaluated by a philips field service engineer. The symptom was verified. Multiple parts were replaced to resolve the issue. We are considering this a malfunction. We cannot determine the cause since multiple parts were replaced.